Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator as a defect on arrival because it could not boot up. The device was not in use therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Event description:
No further information was received upon request for unit service/repair.

Manufacturer narrative:
Completion of service pending.